Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that her blood glucose went up because she was sick. The customer went to the doctor and was prescribed a steroid shot because she had a lung infection. Her blood glucose went from 296 mg/dl to 457 mg/dl. The device was not returned.